Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that black particulate matter (pm) was inside the patient line tubing. The pm was embedded/partially encapsulated within the fluid path. The pm was further evaluated, and it was noted that it was round, hard, burnt plastic. The reported condition was verified. The cause of the reported condition was manufacturing related caused by a pin buildup of burnt plastic material broken off during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the patient line of a homechoice automated pd set with cassette. The pm was described as black particulate matter which was observed during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.